Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was intermittently unresponsive, with the swipe-to-unlock function often failing and the user needing to tap the device multiple times to regain responsiveness, consistent with an unresponsive key/button involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control input and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.